Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) changed to factory settings while stimulation was turned on. The event occurred immediately following a programming session with the clinician programmer. It was noted that the pt had a botox treatment the week before the report. The ins was shut off prior to the botox treatment. After treatment, both devices were turned back on. The day of the report doctor saw the pt again for a f/u visit and it was noticed that one of the ins had changed back to factory settings. It was noted there may have been interruption of telemetry when going between the stimulators. No por message was rec'd on the clinician programmer at any time. The pt was reprogrammed back to usual settings just fine. It was unclear which of the pt's implantable neurostimulator was impacted by the event. Reference MFR report #3004209178201100494.